Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed no external damage. The device was able to power on via both ac and battery power. During testing, the device was unable to provide an audible error or alarm when parameters were breached. The system board was replaced and the device was able to work properly without issue. The failure was isolated to a manufacturing component failure on the system board. A service history record reveals this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.

Event description:
The customer reported there were no sounds. No pulse beeps, power-on beeps, or any sounds of any kind were provided. No patient impact or consequences were reported.